Event description:
Due to discoloration in the device's tubing, the customer reports suspected bacterial contamination.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water pathway replacement. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the repair via email on 3/23/2023. There has been no response to this recommendation as of the date of this report.